Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the device had a button error alarm, and then his blood glucose level dropped to 22 mg/dl and he passed out. The customer's blood glucose level was 22 mg/dl. The customer stated that 911 was called they treated the customer at his home. The customer was treated with a glucagon shot and an insulin IV drip. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.